Manufacturer narrative:
Investigation summary: a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood at the septum. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no. 383552 batch no. Unknown . It was reported that blood appeared to exit septum. When removing needle a drop of blood was noted on pt's skin/provider's glove. Blood appeared to exit septum.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood at the septum. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no. 383552 batch, no. Unknown. It was reported that blood appeared to exit septum. When removing needle a drop of blood was noted on pt's skin/provider's glove. Blood appeared to exit septum.